Event description:
During central processing, the user facility identified a broken cable on the megasuture cut needle driver instrument. Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint: the grip close cable was broken at the distal idlers and was sticking out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.